Manufacturer narrative:
Product ID: mc1vr01-delsys, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) device experienced difficulty recapturing into the delivery system cup. The cup was crushed against the device causing the vectors of the cone to misalign with the device. The physician determined the product was unusable. The device and delivery system were removed and replaced. No patient complications have been reported as a result of this event.